Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of 272 mg/dl. She was retested using another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. Strip info was not obtained. New meter and strips were sent to the customer and she is to return her strips for evaluation.